Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular bipolar impedance fluctuated between 400 and 3000 ohms.